Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was assisted through the reset process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.